Manufacturer narrative:
The insulin pump passed the displacement test, reset error test, basic occlusion, occlusion, excessive no delivery alarm and prime test. The motor passed the motor test. No motor error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for motor error and no delivery. Blood glucose reading was 202 mg/dl. This was the second occurrence of motor error on the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.